Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer did not correctly fill the cartridge. There was no adverse impact the customer¿s blood glucose. Tandem technical support guided the customer through properly changing the cartridge.